Event description:
It was reported that the customer had a seizure which customer says to have caused her to have low blood glucose levels. Reportedly, her seizure was caused from post traumatic stress disorder.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. Customer has post traumatic stress disorder.